Event description:
It was reported that, on an unknown date, the hand piece for the battery powered driver had intermittent power. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code, gxl. The manufacturing documents were reviewed and no complaint related issues were found. The customer reported the item was running intermittently. Additional evaluation was conducted and the repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection and returned to the customer. The item was previously returned for service due to motor failure from electronic control damage. The customer called in a service request for this item for inoperable device. The previous service conditions of motor failure are relevant to the current complained issue. Placeholder.